Event description:
Customer reported that the power button required multiple presses to wake up the pump. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.